Event description:
This lead was implanted on (B)(6) 2003 and remains implanted at this time. A red alert detected on (B)(6) 2013 indicated high shock impedance on this lead. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).